Event description:
Caller reported patient's infusion set tubing pulling away from the luer lock. Caller indicated that since patient noticed this issue right away, patient did not experience any blood glucose concerns. Caller indicated that patient did not require medical assistance to address this issue.